Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia and hospitalization. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose level (bg) rose above 250 mg/dl while wearing the pod between 1 and 4 hours. The pod reportedly fell off the infusion site (leg), causing the cannula to dislodge. The patient attempted to treat the hyperglycemia with medication prescribed to a relative with type two diabetes but loss consciousness and was transported to the hospital. The patient was treated with intravenous therapy. The pod was discarded.